Event description:
It was reported by service report that the zoom functionality was intermittent. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: batteries not fully charged. Conclusion codes: customer attempted to use zoom without fully charged batteries; issued resolved by charging the batteries.